Event description:
Report received from (B)(6) stating that the device needed to be serviced. During servicing, the device was found to have damaged bearings. It is unk if the device was being used during surgery. It is also unknown if there was any patient or user injury, medical intervention or surgical delay related to the event. The date of event is unk. No add'l info available.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the condition of "damaged bearings" could be confirmed. During service. The device failed the cutter insertion verification tests. If add'l info becomes available a supplemental report will be submitted (B)(4).